Manufacturer narrative:
Device evaluated by MFR: the synergy ous mr 2.75 x 12 stent delivery system was returned for analysis. An examination of the crimped stent found stent damage. Stent struts in the distal section of the stent were lifted from their crimped positions. The stent showed no signs of movement and was set between the proximal and distal marker bands. The crimped stent outer diameter was measured and the result is within max crimped stent profile measurement. The balloon was reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found a kink located 205mm distally from the distal end of the strain relief. A visual and tactile examination of the shaft polymer extrusion found no issues. An examination of the tip found no issues with the tip. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 30nov2020. It was reported that crossing difficulties were encountered. The target lesion was located in a severely tortuous and severely calcified coronary artery. A 2.75 x 12mm synergy ii drug-eluting stent was advanced but failed to cross the lesion. The procedure was completed with another of the same device. No patient complications were reported and patient status was stable. However, returned device analysis revealed stent damage.